Manufacturer narrative:
(B)(4). Preliminary investigation: there were no deficiencies found in retain testing and lot# s11103b is performing as intended. Complete investigation is pending.

Event description:
On (B)(6) 2011, abbot point of care was contacted by a customer regarding I-stat act celite. The customer indicated that they obtained lower than expected act results considering the amount of heparin given to the patient. The customer complaint stated that "when the sheath was pulled bleeding issue occurred". I-stat results (seconds): 3500 u heparin at 8:19am, 2500 u heparin at 8:41am, 3500 u heparin at 9:09am, act: 162 at 9:13, 2000 u heparin at 9:28am, act: 195 at 9:30am, act: 184 at 10:40am. Based on the information available, it is unclear if a malfunction occurred or if the bleeding that was indicated qualifies as an injury.